Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist dialed into the es server and followed the knowledge article medstation es outbound not crossing after upgrade to 1.7.4 addressvalue still using the net.tcp format, where it was found that the cce server was disconnected. The tss discovered that the bd pyxis external communication service was disabled, re enabled the service, and started it. The customer confirmed that the issue was resolved. The tss also explained the nature of the unexpected reboot and clarified that it was a system initiated restart based on the event viewer records. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders for medication removals from the stations did not receive any outbound messages following a server hard reboot. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.